Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported skiving remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, skiving was noted. During transseptal puncture, pressure at the tip of the needle was no longer visible. The needle was then pulled back, and a small piece of plastic was visible at the tip of the needle. The needle was replaced to continue the procedure with no consequences to the patient.